Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hyperglycemia with a blood glucose of 332 while using the ilet system, without prior food intake, alarms, or visible site leakage; the caregiver suspected the infusion site may have been tugged during a shower, drops were observed when the set was unclipped, and a site change was completed, after which the removed cannula appeared straight; lot number 6011166 was provided. Symptoms included hyperglycemia. Outcomes included user troubleshooting and education with successful completion of a site change. Investigation included guided assessment of the infusion site for leakage and replacement of the infusion set. Investigation of this case revealed no device alarms and potential infusion disruption at the site, consistent with unexplained hyperglycemia and a possible infusion issue despite a straight cannula. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.